Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements.  No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was presented on (B)(6) 2021 to the clinic with a driveline infection. The driveline culture confirmed serratia and pseudomonas. The patient denied driveline trauma. The patient was taken to the operating room on (B)(6) 2021 for driveline washout and wound vacuum-assisted (vac) closure placement. The infection did not make contact with the pump housing. The patient was started on intravenous cefepime and would complete a 6 week course. The patient was discharged home on (B)(6) 2021 with wound vac and peripherally inserted central catheter (PICC) line for antibiotics.